Manufacturer narrative:
Per tandem¿s t:flex user guide: humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:flex pump. Humalog was tested for up to 48 hours as labeled. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer stated that their blood glucose (bg) level gets elevated on the third day of use with a cartridge. The customer's bg level was in the 200's (mg/dl); however, the exact value was not provided. Reportedly, the customer changed the cartridge and administers a bolus to address bg level. It was noted that the customer used humalog insulin.